Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited an alert for out-of-range impedance and a rise in capture threshold. The patient presented in clinic where testing was performed and found that impedance and capture thresholds were in normal limits. An x-ray was performed and the lead appeared unchanged since implant. The patient was stable and would continue to be monitored.